Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was also reported that the insulin pump excessively alarmed pump failure within the past nine months. Customer's blood glucose reading was 159 mg/dl. Customer stated that there are scratches on the screen making it difficult to read the display. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed self-test, basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. No greasy smear on lcd window noted. The insulin pump was received missing end cap sticker, minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.